Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022 to treat lower back pain. The firm became aware that the patient had scheduled an explant in (B)(6) 2024. Upon meeting with the patient prior to the procedure, the patient reported not receiving adequate pain relief from the system due to intermittent communication between the implantable pulse generator (ipg) and the external therapy discs. The patient reported having done troubleshooting with the physician and other nalu staff, however was unable to articulate what troubleshooting had been done. Patient reported that all external components appeared to be working properly, however did not return the device to the firm for analysis. Patient was offered options for revision of the system or further troubleshooting, however the patient was adamant about explanting. A full system explant was performed on (B)(6) 2024.

Manufacturer narrative:
Per the patient, the external components were all in good working order and there did not appear to be any malfunction of the explanted components. Review of records found no complaints on file and no evidence of troubleshooting or other communication having been performed for this patient over the year that the nalu system had been implanted. It is unclear the nature of the symptoms being experienced by the patient due to not having all of the system components present for evaluation.